Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report from a consumer with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination and peritonitis with (B)(6) in patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (dose, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with dianeal therapies was not reported. During a call with baxter customer services, the following was reported by the consumer. On an unreported date, the patient made a mistake of touch contamination (details not provided). On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. During follow up with the peritoneal dialysis nurse (pdn), the following was reported. The pdn confirmed the cause of the peritonitis was patient made mistake of touch contamination (details not reported). Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the peritonitis. The outcome for the patient made a mistake/touch contamination was not reported. Concomitant medication was not reported. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because it was reported as a break in aseptic technique by the customer described as patient made mistake/touch contamination. The assignable cause is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.